Manufacturer narrative:
(B) (4). Results: haemorrhage.

Event description:
One endeavor sprint rx stent was implanted for treatment of a previously stented lesion. At 11 months post index procedure, a gi bleed occurred (bleeding of sigmoid diverticulum). Intervention was required. Investigator stated that the event was not related to the study stent. Patient had unstable angina at 1 year follow-up.